Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.66 with a charge time of 14.3. Charge times later increased to 24 seconds, which tripped elective replacement indicator. Follow ups have all been normal. The device was explanted and replaced with another ICD.